Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that one of the ball bearings was noticed to be missing from the provisional shim.

Manufacturer narrative:
Visual inspection of the persona tibial articular surface provisional shim confirmed one of the two ball bearings and associated spring was found missing. The missing ball bearing and spring were not returned. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. Sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.